Event description:
It was reported by service report that the power cord is damaged, the scale is inaccurate and the head left side rail does not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.